Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. An additional lot number was provided in this complaint for material number 382633. Lot # 4123611 mnf date 2024-05-23 exp date 2027-04-30.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter: when they push the white button on the catheter it is having a slow delay on retracting. When normally it retracts quickly. Was there an injury: no was there a death: no. Product number - 382633. Lot number - 4222721 and 4123611.

Manufacturer narrative:
This complaint is a duplicate record of (B)(4), and the event was submitted under MDR (B)(4).

Event description:
This complaint is a duplicate record of (B)(4), and the event was submitted under MDR (B)(4).